Event description:
Additional information received from the consumer reported that the circumstances that led to the loss of therapeutic effect was that the patient was having trouble changing the setting to a higher level. The step taken to resolve the issue was that the patient was talked through resetting their device.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0rnng, implanted: 2015-(B)(6), product type lead. (B)(4).

Event description:
The patient reported that she stopped feeling stimulation and her symptoms returned. This was considered a sudden change that occurred in (B)(6) 2015. Her indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. She tried using her programmer, but could not resolve the issue. She received assistance with the programmer and put it on her implantable neurostimulator (ins). She began to feel stimulation and this was resolved. No further interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.